Manufacturer narrative:
Consumer states they experienced a chipped tooth. The model and serial numbers of the toothbrush handle and brush head were not provided. Device manufacturing date not available due to the toothbrush handle and brush head not being returned.

Event description:
Consumer called stating that they experienced a chipped tooth while using a sonicare power toothbrush.

Manufacturer narrative:
Second brush head returned same model with serial # (B)(4) manufacture date 02/23/2017. The root cause of the customer's complaint could not be determined.